Manufacturer narrative:
(B)(4). Visual examination reveals that the exposed glass fiber tip measured approximately 4.0 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. Additional analysis, revealed that there was debris on the fiber face. As a result, no aiming beam was visible and effective transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. The most probable root cause for this complaint event is caused by other device as it is likely that the damage to the blast shield had caused the damage to the fiber face within the sma connector. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 single laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 20 watt with laser settings of 1 joule and 10 hz. According to the complainant, during the procedure and inside the patient, the laser fiber was working for 10 minutes before it suddenly stopped firing laser energy. They found out that the blast shield was broken. They fixed the blast shield but the laser fiber still would not work. The procedure was completed with another accutrac 200 single laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed there is debris on the fiber face.